Event description:
It was reported to philips that the system's host computer was not starting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was unable to start. The fse visited onsite and upon functional testing, the fse discovered that the cable x10 was loose due to a broken latch and was connected to the switch in the r cabinet. The fse confirmed the intermittent network connectivity between the host pc and rest of the system due to a twisted terminal in the network cable. To resolve the reported issue the fse replaced the x10 network cable between the switch and the host pc, reconfigured the fdc flat detector controller, and restarted the system. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.